Event description:
Reference MDR# 1036844-2008-00261 for first event involving same patient. It was reported by the clinician that there was difficulty with the new spring wire guide (swg), this time kinking during removal. There were no reported patient complications.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: two spring wire guides (swg) were returned for evaluation. Both of the returned swg's have multiple bends and one is kinked at the j-bend. Both swg's are unraveled at the distal ends. Both core wires are separated adjacent to the distal welds. Proximal welds are intact and no pieces appear to be missing. Instructions for use (arrow (B) (4)) describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The device history records were reviewed with no findings relevant to this complaint. The reported complaint of swg unraveling was confirmed through visual inspection of the returned samples. The potential cause could not be determined based upon the sample and information provided. A CAPA has been initiated to address this issue.